Manufacturer narrative:
Date of event: unknown date in 2019. This report is for an unknown nail head elements: fns anti-rotation /unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent open reduction internal fixation surgery for femoral neck fracture with the fns and the plate in question. The surgeon confirmed by x-rays just after the surgery that there was no problem. The patient reported a mild pain, but she could walk under full weight bearing, and she could live her life normally such as mowing. On (B)(6) 2019, the hospital confirmed that the plate had slid excessively and the non-union occurred. The patient will undergo a removal surgery and the bha surgery on (B)(6) 2019. The patient takes steroids, and the original fracture type was garden2. The surgeon commented that the patient takes steroids and the bone quality was quite bad, and it might cause the non-union occurred. No further information is available. This report is for one (1) nail head elements: fns anti-rotation. This is report 3 of 4 for (B)(4).